Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced inaccurate flow during therapy (medication, dose, rate and volume unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the event occurred on an unknown day in (B)(6) of 2017. A medwatch was received with additional event information. It was reported that during treatment in the critical care unit a fentanyl drip was to run over 10 hours but fully infused at 4 hours. A 200 ml bag was set to infuse at a rate of 20 ml/hr. It was reported the pump was programmed accurately. It was additionally claimed that the patient required medical intervention or prolonged admission to prevent permanent physical impairment. Patient outcome and remedial medication were not specified. The customer flow tested the device prior to returning the device and reported the pump was running at a faster rate than the pump indicated. No additional information is available. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was reproduced. This condition was found to be caused by an under traveled upper valve. The pressure plate travel was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information : the following device evaluation information was inadvertently missed in the previous follow up medical device report: further inspection showed that only 1 of 4 screws on the upper valve holder had a shim installed underneath. When calibrated in the factory, all 4 screws for the upper valve should have the same shim size installed. The lack of three shims indicates that some of the shims that were originally present were removed outside of baxter medina. Causality is therefore unauthorized user-facility maintenance.